Event description:
Healthcare professional reported "rupture" against right device. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral rupture".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold, opening on posterior and wear abrasion. Observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior and stress marks. Base on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "rupture" against right device. The device has been replaced.